Manufacturer narrative:
No button response due to flattened dome switch on act button. Unable to test for a21 alarm due to no button response.

Event description:
Customer called to track a replacement insulin pump.